Manufacturer narrative:
Block h6: imdrf device code a150103 captures the reportable event of clip premature deployment (egd, unk anatomy).

Event description:
It was reported to boston scientific corporation that a resolution 360 clip device was used during an endoscopy procedure performed on (B)(6) 2026. It was reported that during the procedure, the clip prematurely deployed. The procedure was completed using an alternate device. There were no patient complications reported as a result of this event.